Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately three years of service. The patient expressed disappointment that the device did not last longer. The device was explanted for battery depletion and replaced with a competitive device.